Manufacturer narrative:
Unit alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to a35 alarm. Pump history download using thds was successful. Found a35 alarmed on event date (B)(6) 2024 00:18:19, (B)(6) 2024 00:18:19 in file history. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor test failed at motor encoder signal out of phase. The test p-cap/reservoir does lock into place. Unit had scratched case, stained end cap sticker, stained address/serial number label. Unable to confirm motor error alarm due to a35 alarm. A35 alarm during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, received a a35 alarm and motor error alarm. The customer reported, no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. Customer reported, receiving a motor error. Alarm history showed, more than one motor error alarm within last 30 days. Customer reported, receiving a pump alarm. Customer was able to clear the alarm, but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-712ews was requested. And customer response was, the device will be returned.